Manufacturer narrative:
Per the tandem user guide: "delivering large boluses, or delivering multiple boluses back to back may cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Pay attention to iob and the bolus calculator recommended dose before delivering large or multiple boluses." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a "low" blood glucose level (bg), specific bg was not provided. Carbohydrates were consumed to treat bg level. Tandem technical support (cts) performed a full system check and determined the customer had manually given correction boluses in conjunction with control software delivering an extra automatic correction bolus, and that the customer had been overwriting boluses and not input carbohydrates when requesting a bolus. Cts reviewed all finding with the customer and determined the pump has been functioning as intended. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with healthcare provider regarding diabetes management.